Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post-market study: it was reported that 1st degree atrioventricular(av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of index procedure.. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day during the index procedure, the subject developed 1st degree av block and left bundle branch block. It was further reported that 6 days post index procedure, the subject presented to the enrolling site after having syncope and falling at home resulting in head injury. Electrocardiogram (EKG) showed complete heart block. X ray and lab tests were performed as diagnostics. After the subject having 2 syncopal episodes, bisoprolol was stopped. The event led to prolongation of hospitalization and medication was adjusted to treat the event. New permanent pacemaker implantation was recommended to treat the event. In (B)(6) 2020, 8 days post index procedure, a dual chamber non-bsc permanent pacemaker was implanted successfully. The event was considered recovered. The following day, the subject was discharged on aspirin.

Event description:
Respond edge post-market study. It was reported that 1st degree atrioventricular(av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of index procedure. A lotus introducer sheath (lis) was placed, and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day during the index procedure, the subject developed 1st degree av block and left bundle branch block. It was further reported that 6 days post index procedure, the subject presented to the enrolling site after having syncope and falling at home resulting in head injury. Electrocardiogram (EKG) showed complete heart block. X ray and lab tests were performed as diagnostics. After the subject having 2 syncopal episodes, bisoprolol was stopped. The event led to prolongation of hospitalization and medication was adjusted to treat the event. New permanent pacemaker implantation was recommended to treat the event. On (B)(6) 2020, 8 days post index procedure, a dual chamber non-bsc permanent pacemaker was implanted successfully. The event was considered recovered. The following day, the subject was discharged on aspirin.

Manufacturer narrative:
A1: patient identifier: (B)(6). H6: patient codes: updated.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) post-market study it was reported that 1st degree atrioventricular(av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of index procedure.. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day during the index procedure, the subject developed 1st degree av block and left bundle branch block.